Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had to go to the hospital for diabetic ketoacidosis this morning and has had to go to the hospital 6 times since (B)(6). Caller stated that the emergency medical services were dispatched and her son was taken to the hospital. Customer's blood glucose was 363 mg/dl when he was admitted. Customer had high blood glucose, felt weak, had high anxiety, and was feeling nauseous. Caller stated that this has been going on for a few days. Customer is still being treated in the hospital. Customer was also wearing the pump at the time of the hospitalization. Customer was also hospitalized on and had high blood glucose. Customer was vomiting bile and had diabetic ketoacidosis. Caller stated that the customer had an infection that they could not locate. Customer was called back as there may be bacteria in his blood. Customer's tooth was pulled yesterday and they thought this was the cause of the infection and/or high blood glucose.